Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor report showed episodes of oversensing/noise that correlate with the patient using an arc welder as he worked on farm implements. The device remains in use. No patient complications have been reported as a result of this event.